Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer was failed to open.the customer stated that there was a delay in patient care.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device used in this incident, it was determined that the system auxiliary drawer 6 did not open. A field service engineer (fse) found the station with auxiliary full-height (fh) drawer 6 failed and unable to be recovered. The back panel was opened, and the magnet on the inseparable latch was found missing. The inseparable latch was removed and replaced, and the station was rebooted. After the reboot, the customer was able to recover the drawer and successfully test inventory. The customer verified inventory of the drawer with good results, resolving the issue. The system functioned as intended after the field service engineer repaired the device.